Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign object may be glue. It is likely that foreign matter remained because the device was not properly reprocessed before being returned. No physical damage was observed where foreign matter remained. The detection method is described in the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection and prevention measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the nozzle was clogged by what seemed like a silicone-based glue. In addition to the reportable malfunction, the following were noted: due to clogging of nozzle, water volume was insufficient; due to wear of the angle wire, the play of the upward/downward angulation knob was out of the standard value; the plastic distal end cover had a dent; the air/water-cylinder and suction cylinder had discoloration. Additionally, the following components had a scratch: the grip, the forceps elevator knob, the switch box, the forceps channel port, and the scope connector case unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope suction and air functions were disturbed, and the water function cleaning from the distal end was not possible. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle was clogged by what seemed like a silicone-based glue. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.